Event description:
A customer reported a delivery issue with a replacement adc device. The customer had initially reported receiving a sensor error message and a replacement device was ordered. Due to a delivery issue, the customer was unable to monitor their glucose and as a result, they became hypoglycemic with symptoms of sweating, a loss of consciousness, and fell. The customer further reported being able to self-treat with sugar water and then a relative treated their head with betadine. No further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned. An extended investigation has been performed for the reported complaint and it has been determined that there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kits were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a delivery issue with a replacement adc device. The customer had initially reported receiving a sensor error message and a replacement device was ordered. Due to a delivery issue, the customer was unable to monitor their glucose and as a result, they became hypoglycemic with symptoms of sweating, a loss of consciousness, and fell. The customer further reported being able to self-treat with sugar water and then a relative treated their head with betadine. No further information was provided. There was no report of death or permanent injury associated with this event.